Event description:
Infutronix received a complaint from a user facility representative: "tubing disconnected from the cassette and it leaked medication during a patients infusion." Device operator was a nurse. Medication being infused was 5fu. There was no patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.